Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified procedure on the rectum. Reportedly, the instrument did not cut. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.